Event description:
(B)(6) year old woman with cerebral hemorrhage was on mechanical ventilation. Around midnight, the rn called a code blue because the monitor indicated a hr in the 20's - 30's for about a 7-minute period. The rhythm is 100% ventricular pacing with no evidence of pacer malfunction (e.g. Non-capture). At the same time, the hr detected from the spo2 sensor indicated 70 bpm with spo2 100% with pulsatile waveform matching pacing rate. The nurse focused on the monitor's hr number; communication with the patient was not possible because of her neurological status and the fact that she was intubated, on mechanical ventilation. This event used hospital resources unnecessarily but caused no harm to the patient.apparently the patient's ECG had a low amplitude and caused the bedside monitor to undercount the heart rate.